Event description:
It was reported that pump displayed a cartridge change error during use. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, inspected cartridge o-ring and pneumatic tap area, cleaned pump as instructed, and then followed on-screen steps to reload cartridge, after which customer successfully completed load process and resumed insulin delivery.